Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No physical sample and/or lot number were provided for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(4) of the FDA esg help desk.

Event description:
As reported, a big air bubble bypassed the air-in-line sensor on the IV pump. The IV pump continued to try pulling from the secondary line after the abt finished - with the primary line clamped, the pump continued to pull air.